Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of cardiac catheterization due to heart problems, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
A healthcare professional (hcp) reported a patient was injected with juvéderm® volux¿ in the area of the lower jaw. Four months later, patient had a cauterization in the heart due to heart problems (deemed not related to the device) and two weeks later, patient developed lumps at the injection site. Patient was treated with cortisone for five days and the lumps disappear from one place and appear again in another place.